Manufacturer narrative:
The reason for the premature wear was a cerclage wire from another surgery, which got between head and cup. This cerclage wire was also mentioned in the surgery report and was visible at the pre-operative x-ray picture. This event occurred outside of the u.s and involved a product that was manufactured outside of the u.s. However, because the link acetabular screw-in cup, type v is also marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
Exchange of a pe acetabular screw-in cup due to premature wear.